Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage from forceps elevator. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: the switch box had a dent; air and water cylinder and the suction cylinder had no color; plug nit was damaged; adhesive was peeling on the bending section cover; image guide protector had a scratch; light guide lens had a crack; connecting tube had a cut; distal end was shaved; adhesive around the objective lens was cracked; water tightness of forceps elevator was lost. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, a duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, the following was found: foreign material resembling corrosion was found at distal end. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.